Event description:
It was reported that the left ventricular lead caused extracardiac stimulation. It was noted that the patient is taking part in the (B)(4) study. The parameters on the lead were reprogrammed and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.